Event description:
It was reported that an unknown xience pro could not cross the lesion and the proximal shaft separated. The device was easily removed from the anatomy. Another unknown stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.